Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the lower case was dented and broken, the upper case and battery drawer were dented, the battery release and lead flex cover were contaminated, the bail covers were broken, the battery contacts were compressed, two case screws and ring were missing, and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb and encoder flex circuit. Visual inspection revealed no anomalies. Bench analysis revealed no anomalies. Conclusion: could not reproduce the functional test failures seen during repair of the device. The repair corrected the failure with recalibration.

Event description:
It was reported the ventrical connector is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.